Event description:
A customer contacted beckman coulter inc. (Bec) to report a leak from underneath the unicel dxi 600 access immunoassay analyzer and onto the floor. The customer stated to customer technical support (cts) that the instrument did not switch from the full to empty liquid waste container thus creating the overflow. Cts instructed the customer to use the proper personal protective equipment (ppe) during the clean up of the spill no injury or exposure was reported.

Manufacturer narrative:
Cts instructed the customer to use the proper personal protective equipment (ppe) during the clean up of the spill. Cts assisted the customer with recalibrating the liquid waste container weight sensors. Service was not dispatched for this event as the customer was able to correct the issue through routine troubleshooting. A definitive root cause has not been determined.